Event description:
A patient who had been implanted with the charite artificial disc. The documents sent depuy spine provides few details but states that the patient continued to experience pair after the implant of the device.